Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) of 2012 (exact date not reported) to treat infected tissue around the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, there are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed february 12, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. Reimplantation is planned but has not occurred as of the date of this report. This report is filed (B)(4) 2012.